Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence, it was reported that they woke up this morning and had such a shooting pain down the back of the left leg where the device and lead were located. The patient said that if they put full weight on the leg, the pain goes right off. When asked about falls or trauma or heavy lifting, patient said that they did walk 60 miles over the past weekend and flew home from (B)(6) yesterday. The patient called healthcare provider (hcp) office earlier and was told to call the manufacturer. The agent reviewed therapy information and general programming guidance. With instruction, patient connected to implant and turned stimulation off. The patient was instructed to consider keeping stimulation off for a period of time, potentially up to half a day and monitor what changes if any they noticed regarding pain. Based on the outcome, the agent said the patient could try different programming. The patient was redirected to their managing healthcare provider to review option of imaging and also reviewed that potentially the pain isn't related to implant and in that case patient to consult with appropriate healthcare provider for assessment and medical direction. The patient also mentioned that they had lost some weight and the neurostimulator battery was flipping, which has been mentioned to managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The hcp reported that what most likely cause or contributed to the issue was a superficial battery and pain exacerbated by activity. They reported that steps taken to resolve the issue were that the patient had contacted the hcp and had an appointment to assess. The hcp reported that they would see if they could move the patient's appointment up to assess more urgently. They reported that the issue had not yet been resolved. They reported that steps taken to resolve the ins flipping would be to assess the device and likely plan a pocket revision. They reported that the issue had not yet been resolved.